Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received no delivery alarm. The customer's spouse stated that they found that the cannula was bent. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 162 mg/dl at the time of call. The customer's spouse stated that the blood glucose reached 539 mg/dl. The customer's spouse stated that they treated the high blood glucose with manual injection and went down to 358 mg/dl. The customer's spouse performed fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.